Event description:
The instrument was returned to the manufacturer with a request for repair. It was noted during evaluation that ¿the scissors are broke [detached] at the center screw level. There was no report of patient impact or injury as a result of this event.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The instrument was returned and visual examination found scissors are broke at the center screw level. A dark corrosion area is observable. The instrument has very likely suffered a shock during use or cleaning/retreatment, which caused a crack to form and weakened the instrument until it broke. Based on the analysis of the device the likely root cause is user mishandling/user context. Results: fracture problem; mechanical shock problem.